Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer¿s blood glucose (bg) level was 570 mg/dl. Customer delivered a correction bolus via the pump to address bg. Customer reverted to an alternate method of insulin therapy.